Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation of the distal shaft at the collar, numerous kinks in the hypotube, distal shaft damage (flat spot) located 12.5 cm from the tip, and tip damage (misshapen). No other damage was found on the device.

Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device got fractured. The procedure was completed with another of the same device. No complications reported and patient is stable.

Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device got fractured. The procedure was completed with another of the same device. No complications reported and patient is stable.